Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b30 scope communication error occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, but based on third party device inspection results, the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.